Event description:
Customer reportedly obtained a result of 224mg/dl on the device while the doctor's device read 119 mg/dl within 10 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.